Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected a21 alarm anomalies noted. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was above 400 mg/dl. The customer treated high blood glucose with insulin pump. The insulin pump alarmed no delivery and motor error. The customer was unsure if the drive support cap is protruded, loose, sticking out or flush. Customer did not report motor position encoder error. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated the insulin exited. The customer declined troubleshooting for unexpected restart, no delivery and high blood glucose. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.